Event description:
During a procedure a "bladder explosion during a tur surgery" occurred. This resulted in "transverse injury of the vesical dome which required a subumbilical laparoscope is suturing."